Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. The patient had taken acetaminophen 1600 mg; however, the date and time of dosage were not provided. On (B)(6) 2021, the patient and her husband were at the store across the street from their home when the patient passed out. The patient was taken home by her husband, a bg was performed which was 52 mg/dl, and glucagon was administered. The cgm displayed 140 mg/dl at the time of the event. It was not documented how long the patient was unresponsive. The patient recovered without further issues. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.